Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer replaced the module controller and drawer controller to resolve the issue. The system functioned as normal after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on comminication bus. The customer reported that the malfunction occurred while the user trying to issue medication to a patient, user managed to get the medication from another station. There were no adverse events or injuries reported based on this incident.